Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm fg emerge balloon catheter was advanced for dilatation. However, the guide wire did not pass inside the balloon and the balloon was damage, during insertion of the device the shaft fractured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications or injuries reported.